Event description:
The audible alarm did not sound when the unit entered into back up ventilator (buv) mode. The customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the alarm failed to activate, and no malfunction may have occurred.